Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - a "ruptured suture" led to the dislodgement of this device, which was reattached. On (B)(6) 2016 the patient had swelling of the ICD pocket and a hematoma was discovered. It is believed the revision for the ICD dislodgement caused the hematoma. Oral anticoagulants were stopped. There is no mention of any revision for the hematoma and all available information suggests this device remains in use.